Manufacturer narrative:
Section h10: g3 report source: health professional, study. (H3): primary surgery: (B)(6) 2013. Event date (B)(6) 2017: patient who had bipolar prothesis for fracture 3 years ago who started 6 months with intense pain in the inguinal region, radiographs show radiolucencies area in acetabular region and femoral component in adequate position. Negative acute phase reactants without local infection signs. It was determined to revise the component of the cup and to change the bipolar head for a head for no femoral stem. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 1422800, sn: not reported) cocr fem head 28mm +0 offset 12/14.

Event description:
Index surgery: (B)(6) 2013. Revision of the left hip. The case report form indicates this event is possibly related to devices and to procedure. This event report was received through clinical data collection activities. The issue was resolved with revision surgery on (B)(6) 2017. Patient who had bipolar prothesis for fracture 3 years ago who started 6 months with intense pain in the inguinal region, radiographs show radioloscence area in acetabular region and femoral component in adequate position. Negative acute phase reactants without local infection signs. It was determined to revise the component of the cup and to change the bipolar head for a head for no femoral stem.